Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The intake information required to enable further investigation, such as the kit¿s lot number, were not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.h10 - additional mfg narrative h3 other text : other - device not returned; single use device.

Event description:
The consumer reported three (3) false positive results using binaxnow covid-19 ag self test on unknown dates with unknown samples. This report is for test three (3) of three (3). Additional lab blood test confirmed that the patient did not have covid. No additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use device.

Event description:
The consumer reported three (3) false positive results using binaxnow covid-19 ag self test on unknown dates with unknown samples. This report is for test three (3) of three (3). Additional lab blood test confirmed that the patient did not have covid. No additional information, including patient outcome or treatment, was provided.